Event description:
The surgeon performed a right sacroiliac joint fusion on (B)(6) 2012 utilizing four ifuse implants. It is the surgeon's habit and custom to obtain a post-operative CT scan. The CT scan showed that the third implant was shorter than desired. The patient had no complaints of numbness, tingling or pain in her lower extremities. On (B)(6) 2012, the surgeon performed a revision surgery to remove the third implant (7 x 40 mm) and replaced it with a longer implant (7 x 50 mm). The patient has no pain or neurologic complaints. The patient has done well since the revision surgery.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and (B)(4), the root cause is improper size selection of the ifuse implant.